Event description:
It was reported that the wig wag brake on the 9900 system was loose. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The brake pads were replaced during the service call. The system was tested and found to be working as intended and put back into service.